Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary two (2) used list # ac235 and two (2) used unknown, bifuse ext set connected in one of them were returned for evaluation. As received, one of the male luer was observed to be separated and missing from the set, the tube was visually inspected through uv light and not enough presence of solvent was confirmed. The outer diameter of the tube was measured finding within specification. The sample with male luer was pulled tested and passed the product specification. No additional damage or anomalies were confirmed. A device history record lot# review could not be conducted because no lot number(s) was/were identified. Complaint of disconnection / loose connection can be confirmed. The probable cause is due to insufficient solvent applied during manual process assembly at ensenada.

Event description:
A complaint was received regarding a 14"(36cm) appx 3.0ml, trifuse ext set w/3 microclave clear¿,3 bcv,4-way nanoclave¿ stopcock(red ring) that experienced disconnection during use. The report stated "rn was assessing the patient and noticed that the tubing had disconnected from the purple lumen. The trifuse had broken at the area closed to the patient connection. The male connection had broken off from the rest of the trifuse and was still connected to the patient. The patient mother reported that this has happened a few other times". There was patient involvement and no injuries or adverse event.